Event description:
The customer reported issue was confirmed during evaluation.

Event description:
The customer reported pump casing keypad whereby the buttons controlling up and down features are broken. The customer reported issue was confirmed during evaluation.